Manufacturer narrative:
Investigation summary: a visual inspection revealed that the jaws were burnt and the tip of the cold jaw silicon was peeling and a piece had detached. There was some evidence of blood. Based upon the visual observations, the reported complaint for "jaw boot detached" was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. (B)(4).

Event description:
The hosp reported that at the end of an endoscopic vein harvesting procedure, the jaw boot detached, and it could not be found. An x-ray was performed on the pt on (B)(6) 2011, and no foreign objects were detected. It was reported that the physician concluded the piece was not inside the pt. However, the piece could not be found. The reported unit was used to complete the procedure. There were no pt effects. The product was returned. User facility report (B)(4) received with product on (B)(4) 2011.